Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was determined that the patient moved on the table during the scan.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to image quality. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The issue was due to workflow technique , or the patient position moved during scan. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device not evaluated as the likely cause was noted to be patient movement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for an unknown procedure. It was reported after image acquisition it was noted the images were blurry as if the patient had moved, but it was noted respiration was held and the patient was paralyzed. The site acquired another image, and it was clearer than the first one, ¿it was still not great¿, and the site continued using that image. There was no reported impact on patient outcome. Additional information was received stating it was likely that patient movement caused the issue as the issue has not recurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported after image acquisition it was noted the images were blurry as if the patient had moved, but it was noted respiration was held and the patient was paralyzed. The site acquired another image, and it was clearer than the first one, ¿it was still not great¿, and the site continued using that image. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome. Additional information was received stating it was likely that patient movement caused the issue as the issue has not recurred.